Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 2175400. Medical device expiration date: 30-jun-2024. Device manufacture date: 24-jun-2022. Medical device lot #: 2199147. Medical device expiration date: 31-jul-2024. Device manufacture date: 18-jul-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 3 lots of bd vacutainer® push button blood collection set the needle did not retract and the nurse obtained a needle stick to the thumb. There was no additional report of user impact and no report of patient impact. The following information was provided by the initial reporter: after drawing blood, the push button 23g's needle couldn't automatically pull back to its original position like it supposed to. Instead it left a small tip of the needle causing scratches on the thumb of hcp.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, [30] retention samples from bd inventory were evaluated were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no defects observed. Therefore, this complaint cannot be confirmed based on retain sample retraction lockout testing results. Bd is unable to confirm the customer¿s reported failure mode of does not retract for lot 2199147 based on retain sample testing analysis. Additionally, 30 retain samples from lot 2175400 were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no defects observed. Therefore, this complaint cannot be confirmed based on retain sample retraction lockout testing results. Bd is unable to confirm the customer¿s reported failure mode of does not retract for lot 2175400 based on retain sample testing analysis. Retain samples could not be tested as the lot number is unknown. Bd is unable to confirm the customer¿s reported failure mode of does not retract for the unknown lot number. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with 3 lots of bd vacutainer® push button blood collection set the needle did not retract and the nurse obtained a needle stick to the thumb. There was no additional report of user impact and no report of patient impact. The following information was provided by the initial reporter: after drawing blood, the push button 23g's needle couldn't automatically pull back to its original position like it supposed to. Instead it left a small tip of the needle causing scratches on the thumb of hcp.